Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2010, the patient experienced peritonitis. On the same date, the patient began remedial therapy with reflin (1gm, daily, ip), vancomycin (1gm, loading dose and then daily, ip), amikacin (100 mg, daily, ip), heparin (500 iu, twice daily, ip), and c-sysan (150 mg, daily, ip). Remedial therapies were ongoing. The patient was not hospitalized at the time. The cause of the peritonitis was reported as a break in aseptic technique. Pd therapy was ongoing. It was unknown whether the peritonitis resolved. It was not reported whether the patient was retrained in aseptic technique. Upon follow-up with the nurse on (B)(6) 2010, the nurse stated on (B)(6) 2010, the patient was hospitalized for peritonitis. At the time of the report, the patient remained hospitalized.